Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 3 atmospheres after being inflated for 2 seconds upon the first inflation. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 3 atmospheres after being inflated for 2 seconds upon the first inflation. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination of the balloon identified no tears or holes present in the balloon material. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found multiple kinks along the hypotube. Examination of the distal extrusion identified that the inner/wire lumen was bunched from the proximal balloon sleeve extending proximally for 2cm in length. An examination of the outer found a rupture in the outer extrusion. The rupture was located at 2cm proximal from the balloon sleeve. Further analysis identified a foreign metal ring (consistent with a markerband) free moving on the outer extrusion, proximal to the outer rupture. This metal ring did not resemble a component from the wolverine device. An examination of the inner extrusion confirmed that the proximal and distal markerbands were bonded in their correct positions, inside the balloon. As a result of the rupture identified in the outer extrusion, it was not possible to test the balloon for leaks. The composition of the foreign metal ring was tested using energy dispersive x-ray spectroscopy. Material test lab analysis attached to this investigation). The results identified that the foreign ring was platinum. Although the wolverine device also uses platinum markerbands, the outer diameter of the wolverine markerband specification. Is 0.6096mm -0.64008mm and the outer diameter of the foreignring / markerband was measured and this varied from a minimum of 1.19mm to a maximum of 1.57mm (based on the damaged condition of the markerband) ref. Page 5 of 12 in (B)(6) material test lab analysis report. The foreign markerband is not a component used in the wolverine device.